Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported she was voiding on her own, but very little and that was not the case before the evaluation. The patient stated she had to strain more at the time of the report. The patient stated her catherizations were a larger volume. The patient was complaining of pressure all day on (B)(6), but was not feeling stimulation at the time of the call. The patient was assisted in setting stimulation to a comfortable level. Additional information from the patient on september 20th reported they were experiencing pressure and tingling radiating down her leg. Additional information from patient on (B)(6) reported they were still complaining of pressure and twitching the legs. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no actions/interventions were needed to resolve the retention, twitching, pressure, and tingling; the symptoms had been resolved and the patient was happy, doing well, and implanted. No further complications were reported/anticipated.